Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states that insulin pump may have dropped or bumped. Customer states drive support cap appeared normal. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to moisture damage on force sensor resistor. The device passed the displacement test, self-test, and unexpected restart error test. All operating currents tested within the specification range and it passed the off no power test. The device was received with cracked reservoir tube lip, cracked case near display window corners, and minor scratches on display window noted.